Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a rough time with the procedure. Lot of pain and still have some pain. They had severed for a long time and then it stopped. They had severe pain on sunday and the impulse was more faint then before. The pain started the day after surgery. It was so severe they had a hard time getting out of bed. The pain was worse then their hysterectomy. The patient thought the the device migrated so they called the doctor. The patient has an appointment with the doctor tomorrow. They had a lot of pain a couple days ago. Lot of black at the incision. Patient doesn't know if the stimulator moved or not.